Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, " baker grade IV, capsular contracture". "Presenting radial folds and handles". And "nodules with high signal intensity on t2 measuring up to 0.5cm " this is for the left side device. The device remains implanted.